Event description:
Pt reported that she has experienced hyperglycemia of up to 364 mg/dl for the past 4 weeks. Pt attempted to correct hyperglycemia by changing the accessories and using the infusion device, but this was not successful. Infusion headset is changed every 2-3 days and the infusion tube every week. Pt did not have an infection or start new medication. The infusion device was not exposed to water, but was exposed to x-ray. Normal blood glucose level is 120 mg/dl. Pt reported she does not trust the infusion device and believes the insulin delivery is too low. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.